Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While attempting to implant the impella, the peel away sheath kinked in a tortuous vessel rendering the impella unable to pass. The impella sheath was inserted with serial dilation with additional heparin administered. The peel-away was exchanged for a 16f cook. The impella was later weaned and explanted.